Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the bending rubber cut and the fluid damage in the ccd module. Based on the result, we concluded that it was caused due to the bending rubber cut and led to the fluid damage in the ccd module. Correction information: g6: follow up #1. H6: coding changed based on the investigation result: health effect - impact code, component code, investigation findings, and investigation conclusions. Additional information: b5: there was no report of patient harm. H2: type of follow up. H6: coding added based on the investigation result: health effect - clinical code. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. International medical device regulators forum (imdrf) adverse event reporting (B)(4). We will continue to investigate this situation and if necessary, file a supplemental report. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event that occurred in the emea region. The event occured during the procedure. The user reported that the image is foggy and moisture under the led cover glasses involving pentax model ec38-i10cl/serial (B)(4). There was no adverse event reported with this complaint. The endoscope was returned to pentax service facility for further evaluation where the user narrative was confirmed. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.